Event description:
It was reported that during use, the device exhibited a high pressure alarm. The alarm was silenced and tubing addressed for occlusions. The patient denied any tubing kinks or closed clamps. After repositioning the tubing, the alarm cleared and the pump was restarted but the alarm would immediately return. Batteries were removed and reinserted but the alarm persisted. The batteries were removed and tubing clamped. The dose volume was 53.4ml, dose duration 1 hour, and dose cycle 8 hours. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.